Manufacturer narrative:
The device was not returned for review, therefore its condition cannot be described. The device history record could not be reviewed as the item/lot numbers are unknown. The device was used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, the patient fall is the likely root cause of the described event.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: www.josonline.org/index.php/jos/article/download/2713/1096 (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's femoral stem was revised due to a periprosthetic fracture following a fall.